Manufacturer narrative:
Combination product: yes. The lead and the ICD were not returned for analysis. The analysis is therefore based on the received data, as well as the inspection of the quality documents associated with the manufacture of the devices under complaint. The manufacturing processes for the devices were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing processes. The final acceptance tests proved the devices functions to be as specified. Analysis of the available ICD data confirmed external interference during the last three follow-ups in the clinic (episodes 628, 630, and 631). Earlier episodes (619, 621, and 626) showed atrial sensing disturbances. In summary, the reported observation could be confirmed. However, the root cause could not be determined based on the data available for analysis. Should further relevant information become available this investigation will be updated.

Event description:
It was reported that oversensing was detected on the dx atrial channel. Since the associated ICD has reached eri as scheduled, further steps will be determined as part of the replacement procedure.